Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, instability, poly exchanged for a size 12mm medial pivot poly. Dr. Rosenberg put this knee in through implant partners. Components not revised: 4rt femur, 4 screwless bio base, 1,2 keel, 38 metal back patella.